Manufacturer narrative:
The peritonitis event occurred on an unknown date in (B)(6) 2010. The reported product is an unknown baxter transfer set. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was ¿due to break of transfer set¿. The patient was hospitalized for the event peritonitis. Treatment for the event was unknown. The patient was recovered from this peritonitis event. The action taken with dianeal therapies was not reported. No additional information is available as the reporter declined to provide further information.